Event description:
Complainant alleged that while attempting to treat an (B)(6) male pt, after delivering 2 shocks then replacing the electrode pads due to placement, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.